Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed missing top rear label. During functional check, the reported complaint was duplicated. Cassette lock worn issue found during the investigation. Found fluid ingression on the downstream sensor caused by disposable detected alarm. Root cause was found to normal wear. Replaced latch lock assembly and downstream sensor.

Event description:
It was reported that cassette lock worn during testing. No patient injury reported.